Manufacturer narrative:
A transient elevation in pump power (of 11.3 w) occurring on (B)(6) 2020 at 07:10:04 was observed in the submitted log file. Manufacturer's investigation conclusion: the report of pump stops was confirmed through the analysis of the submitted log file. However, a specific cause for these pump stops could not be conclusively determined through this investigation. Analysis of the submitted log file also found a transient elevation in power; however, a specific cause for this elevation could not be determined. The report of breakdown of the patient¿s driveline cover could not be confirmed. The vad coordinator reported that the patient had a pump stop on (B)(6) 2020 at 10:00. The patient stated that they were lying in bed when the alarm occurred. It was noted that the patient¿s driveline had some breakdown covering approximately 6 cm from the controller. This was repaired with rescue tape on (B)(6) 2020. The submitted system controller log file captured normal pump behavior until (B)(6) 2020 at 10:01:38 when the pump speed dropped below the low speed limit, resulting in a pump stop occurring at 10:01:41. By 10:01:45, the pump speed was above the low speed limit. This low speed event was accompanied by low speed advisory, low speed operation, and motor stop alarms. This event occurred while the patient was supported by the power module. Based on previous complaint experience, the captured behavior appeared to be consistent with a potential driveline wire compromise. Also of note, a transient elevation in pump power was captured on (B)(6) 2020 at 07:10:04. A specific cause for this power elevation could not be determined. Also of note, there were 6 no external power events captured throughout the log file. These events are addressed under pi-2020-0022279-02. Also of note, the patient appeared to be operating on battery power for several consecutive days. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No additional atypical alarms were captured. As of (B)(6) 2020, the plan was for the patient to use an ungrounded patient cable and to routinely check the phase impedance. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and ""caring for the driveline"" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop while connected to the power module captured by the log file analysis as he was lying in bed and the hazard alarm occurred. The patient had some break down of the driveline covering approximately 6 cm from the controller which was repaired with rescue tape on (B)(6) 2020. The healthcare provider's plan of treatment is to use ungrounded cable for the patient and routinely check phase impedance.